Event description:
Healthcare professional later reported left side capsular contracture, baker grade IV, and exchange from textured to smooth implants due to the patient's concern with the product . Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: broken crease sharp on radius, creases fold, missing shell and stress marks. Based on the device analysis the final assessment is: a broken crease sharp on radius assessed as fold flaw opening, and a missing shell assessed as inconclusive.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b.3; b.5; d.6b; h.6

Event description:
Healthcare professional later reported left side capsular contracture, baker grade unknown, and exchange from textured to smooth implants due to the patient's concern with the product . Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.